Event description:
It was reported that the pt died in the hospital after a diagnosis of dka. It was reported that the pt was wearing the pump prior to hospital admission. The pump was disconnected at 11:18pm, on (B)(6)2010, when the pt was admitted to the intensive care unit. The pump history report showed several occlusion alarms prior to the hospital admission. It was reported that the pt delivered boluses irregularly: sometimes delivery was 20 units several times a day, and other times there were no boluses for a few days. The total daily dose varied from 15 units to 160 units. It was reported that the hospital personnel denied pump malfunction and did not suggest that the pump caused or contributed to the pt's death.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. A review of the pump history indicated that the pump emitted multiple occlusion alarms which were acknowledged by the pt who did not prime the pump and was consequently without insulin for several hours. The pump display and the user guide instruct the pt to disconnect and prime the pump after each occlusion alarm to ensure that insulin delivery is resumed. During investigation, an occlusion was fabricated and the alarm was reproduced; the pump alarmed with the expected visible message "occlusion detected no delivery" and appropriate audible tones and vibrations. The pump history confirms the reported erratic bolus delivery. One week prior to the pt's death, 6 boluses were programmed in less than 2 hours for a total insulin delivery of 104 units. On other days leading up to the event, there were 0 - 2 boluses programmed daily; every bolus was programmed for 20 units and was delivered. On the day of hospitalization no boluses delivered.